Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Event is currently under investigation.

Event description:
A patient with a triple lumen catheter became dizzy and fell; the device broke off. Additional information provided: there was a catheter in place and the patient became dizzy, fell, and the catheter broke apart. The main portion of the catheter was in the patient so the patient went to interventional radiology and it was determined that a portion of the catheter was in the patient. They removed the portion of the catheter.